Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Neither bin files nor failure files show any system notices for the date of event. Bin files show that at least 5 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve palsy during a cryoablation procedure. At 68 seconds into the first ablation of the rspv, at a temperature of -45c, the physician stated that he lost capture of diaphragm, and the ablation was stopped at 71 seconds. The left sided veins had been successfully isolated with the cryoablation catheter prior to the phrenic nerve palsy. The physician then used radiofrequency to isolate the the right sided veins. The phrenic nerve palsy had not recovered at the end of the procedure (1.5 hours after losing diaphragm capture).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.